Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d5, d9, e1 (initial rep name, email), e2, e3, e4, h3, g2, b5, h6 (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions, health effect ¿ impact codes). A getinge field service engineer (fse) found a frayed power cable. To solve the problem, the power cord (0012-00-1688-21) was replaced. Product passed all functional and safety tests per manufacturer specifications. The repair is completed.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had a malfunction (power cord damaged).

Event description:
It was reported that the ac cord of cardiosave intra-aortic balloon pump (iabp) was damaged. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.